Event description:
The physician was working on the patient for a total shoulder procedure when his splash shield popped off his forehead and landed in the surgical site. The surgical site was flushed with betadine solution and this was followed by rinsing with antibiotic 0.9% nac1. The physician had made his incision but had not made any cuts on the bone. The site was closed and patient was rescheduled in a week providing no infection. The shield did not have any staples on the straps. It appears from phone discussions and a written complaint that the shield failure was caused by a missing staple that would have fastened the sbl strap to the shield. Our observation of the staple process demonstrates that a staple jam will produce this defect. A jammed staple may penetrate a shield and not become fastened. This would lead to the erroneous conclusion that a staple fell out during a procedure. Review of customer complaint files found a total of five complaints for head band failures, causing the shield to either come off or fall into the sterile field since 1998. During the period from january 1993 through january 2005, we had one complaint of a head band failure that allowed the shield to drop into the sterile field. Production and quality for this period show that all total of shields produced, one shield failure reported.